Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. An alert triggered for high, undefined pacing impedance on the right ventricular (rv) lead. X-ray showed possible clavicle crush. During revision the physician observed an insulation break at the suture sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.